Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator (ICD). The lead could not be inserted into the atrial port of the device header. Various attempts were made to loosen the setscrew without success. A replacement device was used to complete the procedure. The patient was stable.